Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of two (2) unspecified transfer sets could not be disconnected from the homechoice cassettes. The events occurred after therapy and noted the female connector (dark blue) separated from the light blue main body of two (2) transfer sets. There was no report of patient injury or medical intervention associated with this event.